Manufacturer narrative:
Manufacturing review: the lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. Small tears were noted along the cuff of the returned graft. Therefore, the investigation can be confirmed for torn material. Based upon the available information, the definitive root cause is unknown. Labeling review: the current instruction for use (IFU) states: trimming recommendations hold the graft with the cuff in an open configuration, as shown in figure 1. Using curved scissors, start trimming the cuff on the dashed line located nearest the heel. Continue trimming on the dashed lines following the curvature suggested. Note: do not fold the graft cuff in half when trimming. Do not trim material from the heel.

Event description:
It was reported that during preparation of a surgical graft, a tear at the distal end of the graft occurred. A new surgical graft was prepped and implanted without incident. There was no reported patient involvement.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation of a surgical graft, a tear at the distal end of the graft occurred. A new surgical graft was prepped and implanted without incident. There was no reported patient involvement.